Event description:
The facility representative contacted baxter (B)(4) to report a flo-gard infusion pump that had unspecified buttons on the keypad that were inoperative; this condition had the potential to interrupt delivery. This condition was found before use. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that had unspecified buttons on the keypad being inoperative was confirmed and reproduced during product evaluation. This condition was caused by a disconnected flex cable. Additional information: a service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded per doc. 20j retention period.